Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary preliminary analysis confirmed the reported no telemetry and no pacing output. The patient alert tone was continuous for a minimum of 45 minutes. The increased current drain caused by the continuous patient alert tone likely depleted the battery far enough to the point that the device could not sustain telemetry and function, and the tone stopped. At that point the battery depletion stopped, which is supported by the measured voltage. Since device memory has been lost due to the low battery, there is no way to determine the cause of the patient alert condition. The device was fully functional when power was increased to the point that the device regained function. The result of analysis is inconclusive.

Event description:
It was reported the patient said the alert tone in the device beeped loudly for 45 minutes, then stopped. The device could not be interrogated; there was no telemetry, no output. The device was replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.